Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch and receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the foot switch and hand switch would intermittently not produce a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.